Event description:
Same case as #2134265-2009-01539. It was reported that post a coronary drug eluting stenting treatment procedure, an acute thrombosis occurred. The pt presented for an urgent cardiac catheterization on a ntg drip. Access was obtained through the right femoral artery. The target lesion was located in the distal right coronary artery (rca). The lesion was predilated three times with a 3.5x15mm quantum maverick balloon, inflated to 4-6 atm's for 15-40 seconds. A 3.5x24mm taxus liberte' drug eluting stent was deployed at 10 atm's for 30 seconds in the distal rca. The pt had complaints of left arm pain during the inflations which resolved after the stent delivery system was removed. Next another 3.5x24mm taxus liberte' drug eluting stent was advanced to the mid rca lesion and deployed at 14 atm's for 30 seconds. A 3.0x12mm quantum maverick balloon was advanced to the distal rca and inflated to 14 atm's for 25 seconds to post dilate the stent. A 3.5x15mm quantum maverick balloon was advanced to the distal rca. Five inflations to 12-18 atm's for 12-20 seconds were made. Another lesion was identified in the posterior descending artery (pda). A 2.2x512mm quantum maverick balloon was advanced to the pda lesion and inflated to 4 atm's for 16 seconds to predilate the lesion. A 2.25x16mm taxus express2 atom drug eluting stent was then positioned in the pda lesion and deployed at 8 atm's for 35 seconds. The 2.25x12mm quantum maverick balloon was advanced to the pda stent and inflated twice to 12 and 16 atm's for 18 and 12 seconds. Next, a 2.0x8mm non-bsc stent was deployed in the distal pda lesion. A 2.0x12mm maverick balloon was used to post dilate the distal pda stent. The procedure was complete. The pt tolerated the procedure well and no complications occurred. The pt received heparin, integrilin and ic ntg during the procedure. The pt also received a loading dose of 600mg of plavix at the end of the procedure. The next morning, about 20 hours later, the pt returned emergently to the cardiac cath lab. A thrombosis was discovered in the rca. A 2.0x15mm maverick2 balloon was advanced to the distal rca and inflated to 8 atm's for 60. The balloon was then repositioned in the mid rca and inflated to 8 atm's for 45 seconds. Two more inflations were performed in the distal rca and the balloon was removed. A 2.5x15mm maverick2 balloon was advanced to the mid rca lesion and inflated to 6 atm's for 30 seconds. The balloon was then repositioned in the distal rca and inflated three times to 6-8 atm's for 30 seconds each. A 2.5x12mm taxus liberte' was positioned in the distal rca lesion and deployed at 10 atm's for 30 seconds. Next, a 2.75x28mm taxus liberte' drug eluting stent was also advanced to the distal rca and deployed at 8 atm's for 30 seconds. The distal rca stent was post dilated with multiple inflations of a 2.5x20mm quantum maverick balloon and a 2.75x30mm quantum maverick balloon. Ivus was performed of the distal rca stents. A 3.0x30mm quantum maverick balloon was advanced to the distal rca stent for post dilation. A 3.5x20mm quantum maverick balloon was advanced to the mid rca stent where additional post dilations were performed. A 3.0x12mm taxus liberte' drug eluting stent was deployed at 10 atm's for 40 seconds in the distal rca lesion. The 3.0x30mm quantum maverick balloon was used to post dilate the distal rca stent. The procedure was then ended. The pt received heparin, ic ntg, ic adenocard and reopro during the procedure.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records was not possible because the batch number is unk. The root cause of this complaint is anticipated procedural complication as thrombosis is a known physiological effect of the procedure and is noted within the directions for use.